Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 49cm from iab tip. A second kink was found on the catheter tubing and inner lumen approximately 75.9cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred on the cardiosave intra-aortic balloon pump (iabp). The alarm occurred when the team was attempting to place a leg immobilizer on the patient. The customer was advised to set up a transduced arterial pressure (ap) from the inner lumen and the connections that are required. Unfortunately, it took them a while to locate an ap cable for the transducer. After about 20 minutes it was located, and an ap waveform was restored to the cardiosave. The customer indicated they believed they most likely were the cause of the communication break in the fo pathway when putting the leg immobilizer on the patient. The iab was in use for approximately nine days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6), rn, complete event site name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure alarm occurred on the cardiosave intra-aortic balloon pump (iabp). The alarm occurred when the team was attempting to place a leg immobilizer on the patient. The customer was advised to set up a transduced arterial pressure (ap) from the inner lumen and the connections that are required. Unfortunately, it took them a while to locate an ap cable for the transducer. After about 20 minutes it was located, and an ap waveform was restored to the cardiosave. The customer indicated they believed they most likely were the cause of the communication break in the fo pathway when putting the leg immobilizer on the patient. There was no patient harm or adverse event reported.